Event description:
It was reported that after completing a pta of the iliac communis and upon removal of the catheter balloon, the tip of the catheter broke off in the patient. The indwelling piece was removed via a retrieval set with no further complications being reported.